Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer updated the pump settings due to taking a steroid medication. Reportedly, the customer forgot to update the pump settings when the steroid medication was no longer being used and experienced a low blood glucose (bg) level of 51 mg/dl. To treat the low bg level, food was consumed. Additionally, the customer successfully changed the pump settings.